Event description:
A retrospective review of file was performing on (B)(6), 2009. During review, determination was made that details on a revision surgery were not reported internally for medwatch filing. Tmj was implanted (B)(6) 2000, and removed on (B)(6) 2006. No indication as to why it was explanted.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.